Manufacturer narrative:
Batch files retrieved from echo serial number (B)(4): a synopsis of the testing for screen batch 40326 (using lot r767 with 221710) is as follows; (B)(6). Although unexpected negative reactivity was reported on cells I and ii, the cells displayed slight red cell adherence. This is a known issue. The echo may generate a negative well interpretation for capture-r screen, ready ID and extend assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal) is addressed under customer communication (B)(6).

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The sample was from a patient with a history of antibodies.